Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: : product ID neu_unknown_ext lot# serial# unknown implanted: explanted: product type extension product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that they had surgery and after the doctor said that they found the wires and everything was ok, so the problem was solved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was "due to get another battery changed". They mentioned that the pre-op x-ray showed that there was no lead going to the patient's left ins. They added that x-rays dating back to 2015 have shown that no lead was connected to the left ins. They inquired why this is and was redirected to their healthcare provider (hcp) to discuss. They also stated that the patient's right implantable neurostimulator (ins) was moved from their stomach to their chest. They noted that during this process the "wire had broken" and when the healthcare provider (hcp) went to connect it, "it got fried". They stated that the hcp "had to do it all over again". The patient has been seen every 3 or 6 months for routine programming. It was also stated the deep brain stimulation (dbs) lead on the left side was broken, so it isn't clear which device or what side was broken. Additional information was received on 2020-jan-17 from a consumer. It was reported that the patient received their implantable neurostimulator (ins) replacement and during replacement, the healthcare provider (hcp) was able to confirm the patient does indeed have leads implanted. They stated the leads did not show up on 2 previous x-rays, but were present in the patient's body. The patient was able to get their ins replacement on (B)(6) 2020.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown; product ID: neu_unknown_lead, serial/lot #: unknown, (B)(4), (lot# unknown) and extension (s/n unknown). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right implantable neurostimulator (ins) was moved from their stomach to their chest. They noted that during this process the "wire had broken" and when the healthcare provider (hcp) went to connect it, "it got fried". It was also stated the left side lead was broken, so it isn't clear which device or what side was broken. They stated that the hcp "had to do it all over again". The patient has been seen every 3 or 6 months for routine programming.